Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches. No unlocked lcd keypad connector noted. No button error alarm noted. Unable to perform all functional testing or verify low battery alarms due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose at 500 mg/dl and the buttons were hard to press on the insulin pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer treated with a manual injection. Customer's mother was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump. Caller declined troubleshooting for high blood glucose. Caller reported that the battery was also draining every 12 hours and the pump was not delivering because the customer's blood glucose was running in the 300's mg/dl. The only thing that brings the customer's blood glucose down is shots. Customer was not getting any delivery stopped alarms on the pump. Caller stated that she tried a battery from a fresh package but was still experiencing low battery life. Customer was advised that a replacement battery cap will be sent.